Manufacturer narrative:
Correction: a separate complaint was created to capture product details and failure analysis results of reported instrument. Therefore, h10 was updated to include MFR report number 2955842-2025-32625 section d was updated to reflect primary product batch/lot number as k11250416 0134.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.